Manufacturer narrative:
Additional information was requested including procedure details, patient symptoms, treatment, pre-existing conditions, patient current condition, and device culture information, however no further information has been received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cystonephrofiberscope was leaking at the distal end during reprocessing and the device was involved in a patient infection. No further information was provided.